Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had losing the image, the image keep dropping out on it. The event had occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable and leak. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged failure it was losing the image, the image kept dropping out and no image is due to a faulty charged coupled device, and the event leak is due to cut and kink on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.